Event description:
It was reported that the maestro drill with handswitch would not turn off and continued to run unintentionally during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro drill with handswitch would not turn off and continued to run unintentionally during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the device had run on was confirmed. The device had a bent needle valve assembly. A bent needle can stick and cause the drill to continue running.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.